Event description:
The hospital reported front side right brake wheel is not stable. No patient involvement. Unit did not tip or fall.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The caster break was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The caster break was recommended for replacement to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.